Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 1.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19-april-2024, it was reported by the patient that infusion set fell off within 48 hours of use. Patient replaced infusion set and resumed insulin successfully. No further information was available.